Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact.there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The following was found when investigating the pump: pump was able to lock and unlock without any issues. Keypad is fully intact, with no peeling or damage observed. The "ok" key intermittently responds and requires excessive force to activate, all other keys are responsive and have normal spring back or click. Keypad was removed to investigate; no hypersensitive or inverted contacts were observed. There was visible contamination under the key contacts. The audio bolus button is torn.